Event description:
It has been reported to philips that the geometry was not working. The available information does not indicate whether the device was in clinical use. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's geometry doesn't work. A review of the system log file showed that the geometry power supply in the r cabinet does not start correctly. Upon function testing, fse found a defective brake power module. After the replacement of the defective brake power module, the system was returned to good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.